Event description:
It was reported that, "the insert trial will not stay strapped during surgery, it continues to spin."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.